Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during farawave insertion, the faradrive was aspirated and bubbles were seen consistently in syringe. The troubleshooting steps included doing aspiration and checking prior to and following catheter introduction, yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed.

Event description:
It was reported that during the atrial fibrillation pulse field ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during farawave insertion, the faradrive was aspirated, and bubbles were seen consistently in syringe. The troubleshooting steps included doing aspiration and checking prior to and following catheter introduction, yet no improvement. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it was disposed. It was further reported versacross connect was inserted inside the sheath prior to the air was observed. The bubbles were observed in the flushing line and in the aspiration syringe. The guidewire was extended just beyond the tip of the catheter. No other issue has been updated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Update to b5 describe event or problem.